Manufacturer narrative:
No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the system was powering off on its own even when plugged into a working outlet.